Event description:
The patient's healthcare provider was contacted to obtain additional information pertaining to the adverse event. The healthcare provider suggested that the adverse event was cellulitis, but was unable to provide further details and did not specify which pump was associated with the infection. The patient was prescribed morphine for pain relief. The patients medical records were unavailable for further confirmation.

Manufacturer narrative:
Patient records were unavailable due to the age of the complaint and subsequent records. The exact nature of the adverse event is unknown.

Manufacturer narrative:
The implant physician was contacted via required-signature delivery to obtain more information about the complaint. No response to date has been received as of the date of this report. If additional information is received, a supplemental report will be filed. Based on the age of the complaint and the fact that both devices were disposed of at the time of explant, a full investigation may not be completed. A number of factors can influence the ability of the pump to deliver pain relief: the drug type and concentration, the patient's psychological response in switching from oral opioids to intrathecal drug delivery, pump flow rate, the suitability of a drug delivery pump vs other treatments (such as spinal cord stimulation), catheter migration or malfunction, altitude changes due to travel, physical impact to the implant site, exposure to higher temperatures through use of heating pads/blankets or use of saunas/hot tubs, or pump malfunction.

Event description:
Patient responded to device tracking mailing by calling the clinical call line. Stated he had "two pumps that did not give any pain relief, could not deliver morphine."